Event description:
It was reported that the patient presented to the hospital for an implant procedure. During lead testing following lead fixation, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold despite multiple repositioning attempts. Fluoroscopy confirmed that the rv lead helix remained extended despite the presence of a fibrous septum. The rv lead was subsequently removed from the patient, with tissue noted on the helix and was replaced. The patient was in stable condition.